Event description:
"The pt was feeling pain, because the pump did not work as well." The pump was explanted. The pt recovered "her good condition and she is safe". The pump was used to deliver morphine.